Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An increase in impedance and pacing threshold was noted on the atrial lead. Further information was requested but not received. The patient was in stable condition.